Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of pacing and sensing were noted on the right atrial (ra) lead. The physician elected to reprogram the device to resolve the event. The patient was stable with no consequences.

Event description:
Additional information received indicated the suspected root cause of the event was dislodgement on the right atrial lead. The device was reprogrammed to disable atrial pacing to resolve the event.